Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed evidence of voltage drops and short battery life. The returned battery cap was able to fully secure onto the pump, and the pump powered on with the returned battery cap. The electrical current draws measured within specifications. The pump was opened and evidence of moisture was found on the internal components of the pump. Unrelated to the initial complaint, the battery compartment was cracked, and the leak test failed due to a battery compartment crack. Also unrelated, there was evidence of moisture contamination on the interior of the battery cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.